Event description:
It was reported the patient's pump had more volume than expected. The estimated residual volume was 2.8 ml while the actual residual volume was 7.5 ml. An indium dye study had been performed at another facility (no results reported). It was unknown if this could have accounted for the residual volume discrepancy. The patient was experiencing increased pain. The drug used in the pump was not reported. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
.